Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device had a tear in the hose was confirmed. An assessment was performed and it was observed that there was a hole in the hose and the rotations per minute (rpm¿s) were below manufacturing specifications. It was determined that the condition of the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. The assignable root cause was determined to be due to user error. It was further determined that the cause of the low rpm¿s was due to worn out vanes. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a tear on the hose. During in-house engineering evaluation it was determined that there was a tear in the hose and the rotations per minute (rpm¿s) were below specification on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.